Event description:
It was reported to bsc/target that, "endovascular closure of aneurysm on aci sin by the ramus acop. Prosecution complicated by early disengagement of coil, that was afterwards extracted by the retrieval device guided via left af. Via af dx - 6fr sheath. After dg angiography change for 6f guiding catheter. In angiography can be seen defects of filling in dorsal and inferior side of aneurysm caused by on-walls thrombi. Tracker excel 14 introduced into aneurysm, only gdc 10 were used, first 3d 6/10 and 2d 6/10 was not possible to settle properly. Then used gdc 10 soft 2d sr 5/10, started to prominate to aci, that is why it was retrieved. After that gdc 10 soft 2d sr 5/80 was settled into aneurysm good, next gdc 10 soft 2d sr 4/60, which prominated into aci after first rotations, was disengaged too early during extraction. - 4cm were in the catheter and 2cm remained in the aneurysm. 6f sheath introduced into left af, change for guiding catheter into proximal aci and induction of turbotracker with retrieval device microvena. Whole system extracted."